Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An (as-received with reduced dwell) simulated treatment was performed and completed. The cycler weighted ill volume values were within tolerance for a liberty cycler. Valve actuation test passed. System air leak test passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of feeling full after treatment. The patient completed treatment and had to manually drain due to feeling full. The patient drained 2000ml. A review of the patient¿s treatment records identified that the patient drained 1539ml during drain 5 of the treatment plus the 2000ml manually drained equals a total drain volume of 3539ml. This drain volume is 209% the patient's fill volume of 1696 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler. Upon follow up, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete the peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd). The patient is continuing with pd therapy without issue.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of feeling full after treatment. The patient completed treatment and had to manually drain due to feeling full. The patient drained 2000ml. A review of the patient¿s treatment records identified that the patient drained 1539ml during drain 5 of the treatment plus the 2000ml manually drained equals a total drain volume of 3539ml. This drain volume is 209% the patient's fill volume of 1696 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler. Upon follow up, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete the peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd). The patient is continuing with pd therapy without issue.